Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure (date is unknown). According to the complainant, during the replacement procedure, when the physician withdrew the placed device for replacement, the internal bolster detached and fell into the stomach. The internal bolster was removed endoscopically.. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore the failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure (date is unknown). According to the complainant, during the replacement procedure, when the physician withdrew the placed device for replacement, the internal bolster detached and fell into the stomach. The internal bolster was removed endoscopically. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be closed. The c-clamp was found to be closed. The external bolster was separated from the device and was without issue. The feeding tube was found to be cut into two pieces at approximately the 14.5cm mark. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing. A large remnant of the internal bolster remained attached the outer diameter of the tubing. The inner diameter of the bolster was jagged and torn with a large portion missing. The returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during use. Bolster detachment during removal most likely occurred because excess force was applied to the device causing the tubing to fail and bolster to detach. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed for lot 14314544 and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 14314544.